Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that an "optical sensor system error" alarm occurred during the start of the case. The medical team attempted to troubleshoot the issue by power-cycling the console, however the issue did not resolve. The pump was then replaced with a new impella cp, which went through case start and functioned with no issues. There were no reported patient injuries due to the optical sensor alarm.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The cause of the optical signal issue was not determined since neither the device nor the data logs were returned. This report is being filed as part of a retrospective review of historical records.